Manufacturer narrative:
Correction to g4: PMA/510k # or bla #. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, a barrel sensor drift failure (system error 21504) was displayed upon start-up. Barrel clamp sensor test was performed; however, the test failed after the first fixture check. A review of the event history log revealed system error 21504 messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the grommet displacement. The grommet requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error 21504 (barrel sensor drift failure). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.